Event description:
(B) (6). Same case as 2134265-2010-01476. It was reported that following a carotid artery stenting procedure the patient experienced hypotension. Bradycardia, chest pain and unresponsiveness. The target lesion was located in the left proximal internal carotid artery with 50% stenosis and was 25 mm long with a 5 mm reference vessel diameter. The physician treated the target lesion with a filterwire ez and placement of a carotid wallstent. Following post-dilatation, residual stenosis was 0%. The patient was discharged the next day. During the index procedure, the patient developed hypotension, bradycardia and became unresponsive during balloon inflation. The balloon being used is unknown. The patient was treated with medication and the events were considered resolved without residual effects the same day. The site has reported that pre-discharge, the patient experienced pleuritic chest pain and was treated with medication. The event was considered resolved without residual effects the next day.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).